Event description:
The customer was unable to calibrate the axsym rubella igg reagent after receiving a new lots of the reagent and the clibrator. New reagent did not work with an old calibrator and old reagent did not work with new calibrator. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.